Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
Additional information received indicated that the surgery occurred, and it was only to reposition the reservoir. No kit was used and no explant was extracted. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of hernia quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, herniated implant was reported. The surgery occurred and it was only to reposition the reservoir. No kit was used and no explant was extracted.